Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was insufficient blood draw volume in 3 devices. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary bd had not received any samples or photos for investigation. A total of 20 retained samples underwent functional testing and all tubes were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was insufficient blood draw volume in 3 devices. There were no health consequences or impacts reported.